Event description:
When the catheter was aspirated during routine pump replacement surgery, a black particle material that appeared similar to "graphite mixed with water" was found. The catheter was replaced. The pt recovered without sequela. The device sys was used to deliver baclofen.

Manufacturer narrative:
Final device analysis of the pump revealed no anomaly found; normal device function. Final device analysis of the catheter revealed no anomaly found; acceptable catheter testing. It was noted that the catheter was returned in 3 pieces; the pieces were not consecutive. Catheter.